Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: the male equashield connector released from the ultrasite valve. The clinician programmed the pump and unclamped the chemotherapy line prior to administration. When equashield connector was applied and clicked in place, the entire appliance (still connected) popped off the bbraun clave. Saline from chemo bag leaked out onto chux and less than 5 ml of the chemo leaked onto chux before line was clamped. The nurse had a minimal chemo spill (minimal due to saline primed chemo line). No injury reported.

Manufacturer narrative:
This report has been identified as event 1 of b. Braun medical internal report number (B)(4). One (1) used sample, photos, and videos were returned for evaluation. In addition, three (3) equashields were returned, one attached to the proximal ultrasite valve. Alcohol caps were also noted to be attached to the middle and distal valves. Visual examination of the returned samples noted no defects. Therefore, the reported defect was not confirmed. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. In addition, extensive engineering test report (etr) testing examined the use and misuse of unraveling through multiple factors including excess silicone, presence of alcohol vs no alcohol, and various degrees of torque to tighten connection. The reported defect was unable to replicated. Also, etr testing examined the interaction between returned ultrasite valves with equashield adapters, ultrasite valves with unopened equashield adapters, the presence of wet vs dry conditions, and cleaned vs uncleaned valves per the IFU. During testing, two instances of unraveling were observed. However, no defects were able to be observed on the returned ultrasite valves. A possible defect was noted on the unopened equahsield adapter threads that could possibly contribute to the unravelling. The equashield adapters returned with the complaints had fine strands of plastic noted on the threads. When an equashield with the possible defects was connected and disconnected with an ultrasite valve, similar fine strands were observed. The equashield adapters have been sent to the manufacturer for further investigation.